Event description:
Pt had a cryolife aortic homograft, redo bental procedure. They had cultures taken at the time of surgery which grew hpara, sna and pacne from the tissue already present at the time of surgery. A second culture taken 6 days post op grew mrsa, a new pathogen. Pt developed a sternal wound infection with mrsa. The pt received medisastinal debridement on 05/03/02, rectus pectus flap closure on 5/6/02 and placement of pectoralis major and left rectus abdominal flaps into mediastinum with debridement of sternum in 2002. The pt also went into atrial fibrillation and atrial flutter. Consultation with plastic surgery for rectus abdominal flap. Pectoralis major flap and further debridement of mediastinal wound. Pt treated with IV antibiotics, vancomycin, gentamycin and ceftriaxone and sent home with a PICC line for continued antibiotics.